Event description:
It was reported to boston scientific corp that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a dilatation procedure performed on (B)(6) 2009. According to the complainant, the balloon was inflated to 6 atm and the pressure was maintained. After 5 seconds, the balloon ruptured. No part of the balloon detached inside the pt. The procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).